Event description:
The affiliate reported the customer alleged erroneously elevated, non-reproducible troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni reagent utilized in conjunction with the access 2 immunoassay system. The sample was analyzed in duplicate and produced initial results of 2.32 ng/ml and 0.01 ng/ml. Subsequent analysis of the patient sample, analyzed in duplicate, on the same instrument, recovered lower results of 0.01 ng/ml and 0.01 ng/ml within the normal reference range. The erroneously elevated result was not released out of the laboratory. There was no patient consequence associated with this event. The patient sample was collected in a 7 ml becton dickinson (bd) serum separation tube (sst¿) and centrifuged at 4,000 rpm (rotations per minute) for ten minutes, at room temperature. The sample was normal in appearance and stored at room temperature for 40 minutes prior to centrifugation. The customer re-centrifuged the sample prior to reanalysis. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
There is no indication the access accutni reagent was returned for evaluation. The field service engineer (fse) performed high sensitivity system check and quality control (qc) to verify instrument performance. High sensitivity system checks and system checks passed within service specifications. There was no evidence of instrument malfunction. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. A definitive cause of the incident is unknown.